Manufacturer narrative:
Updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf." To coincide with the product return. Results and conclusions codes have been updated to correspond with the finding of the fa evaluation.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement. The battery pca was returned to the failure analysis lab for evaluation. The battery pca was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. All spring-loaded pogo-pins (on connector j1 and j2) and single power contact pins (on connector j3 through j7) were found to be undamaged and in working condition. Upon conclusion of the analysis, no fault was found and the reported issue could not be verified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had bent pins on the battery pca. There was no patient involvement.